Event description:
Baxter received a report on a minicap transfer set with lot# h09d27030. Reportedly, white connection broken. One unit is available for evaluation. The defect was noted during patient use. No patient injury reported.

Manufacturer narrative:
Evaluation summary: baxter received one used set with cap on dark blue connector attached and no cap on patient connector (no titanium adapter returned) into the lab in reference to cracked/broken. Set was visually inspected and noted that both the occluder feet was broken. The reported condition was confirmed in the lab.